Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pains") and menometrorrhagia ("permanent menometrorrhagia") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical conization. In (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced adenomyosis ("adenomyosis"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia and adenomyosis had not resolved. The reporter considered adenomyosis, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: onset date of incident was reported as same of surgery date. Sample was available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Most recent follow-up information incorporated above includes: on (B)(6) 2019: device removal form provided. Essure removal was performed at the patient's request (adenomyosis, permanent menometrorrhagia and pelvic pains). No follow-up after removal available. Essure was considered related to events. First consultation report for this patient was dated in (B)(6) 2017 and adenomyosis was already mentioned. Causality updated to related. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pains') and menometrorrhagia ('permanent menometrorrhagia') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical conization. In 2017, the patient had essure inserted. In 2017, the patient experienced adenomyosis ("adenomyosis"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia and adenomyosis had not resolved. The reporter considered adenomyosis, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: onset date of incident was reported as same of surgery date. Sample was available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a returned sample in this case. A technical investigation has been conducted and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pains") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("permanent menometrorrhagia") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, menometrorrhagia and pelvic pain with essure. The reporter commented: onset date of incident was reported as same of surgery date. Sample was available. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.